Event description:
During a rotator cuff procedure, a 3mm portion of the needle broke off into the patient's shoulder and could not be retrieved despite multiple arthroscopic and open attempts. The needle tip is believed to most likely be outside of the shoulder joint within the deltoid muscle. There are no reactions or symptoms anticipated to be reported from the retained needle.